Event description:
It was reported by the patient that the pod's cannula was already out when they removed the needle cap indicating a needle mechanism failure. The pink slide did move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device arrived with the soft cannula fully deployed and the pink insert visible in the top housing window. Analysis of the pod download data revealed that the device completed both priming sequences with an expected amount of pulses for each. Inspection of the needle mechanism components revealed no manufacturing damages or deficiencies that would contribute to the reported event. Conducting a reset of the needle mechanism found all components to function as intended. Though no issues were observed, it could not be determined when the device deployed. The cause of the reported event could not be determined.